Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stopped using ins. Ins depleted. Physician and patient decided to replace leads with a paddle and replace ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.